Event description:
Pharmacy technician was hooking up a new automix tubing set to start making total parenteral nutritions and noticed the new tubing had a leak at the green plug site. She switched out tubings, saved the broken tubing, called baxter, and have sent the set off to be examined.